Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) and into the right flank. It was also reported that the spinal cord stimulator (scs) kept turning off by itself and was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted implantable pulse generator (ipg)

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) and into the right flank. It was also reported that the spinal cord stimulator (scs) kept turning off by itself and was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted implantable pulse generator (ipg) was not returned due to facility policy.